Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported complaint (error 25551) during calibration via matlab.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site was experiencing an error code, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed they were able to reproduce the reported issue. Fse reviewed logs and confirmed error codes 25588 and 25551. Fse replaced pn: 655040-10 remote arm controller boards (rac) and the issue was resolved. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The pn: 655040-10 rac was analyzed and found failure analysis investigations were able to confirm via error logs but not replicate the reported issue. Failure analysis installed the rac into the pca xi system. The surgeon side console (ssc) powered up normally. The rac passed programming, communication, and voltage/current testing. The system was set idle for ten minutes and power cycled 20 times with no errors. On 12/14/2022, the fse was called back on site for the same issue. The fse was able to reproduce the reported error once again. Fse replaced pn: 380451-06 master tool manipulator (mtm) right and pn: 655040-10 remote arm controller (rac) to resolve the issue. The system was tested and verified ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the robot was docked, and the site was experiencing an error code. Technical support engineer (tse) reviewed error logs and noted error codes 25551 & 25558 on master tool manipulator right (mtmr) axis 5 and mtmr remote arm controller boards 2 (rac2) failed to enable amps. Tse walked customer through a hard reboot 3 times to recover from the fault, but the error returned. Tse recommended swapping to another surgeon¿s console, and customer is going to another room to get an ssc from another system. The procedure was completed with another davinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.